Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported receiving information alleging a ventilator's power board shorted during a repair attempt and a "service required" alarm condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer's service center for evaluation. During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. The device's system board needs replaced to address the issue. Although the manufacturer was unable to verify the service required alarm condition, the device's oxygen blending module board needs replaced to address the issue. The oxygen blending module was returned to the manufacturer's product investigation laboratory and the root cause of the oxygen blending module failure was indicative of contamination.

Manufacturer narrative:
The manufacturer previously reported an issue related to the fsn for sound abatement foam. Upon additional review, based on the serial number of this device, it is not in scope of the sound abatement foam recall.

Event description:
The manufacturer received information alleging a ventilator's power board shorted during a repair attempt and a "service required" alarm condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer's service center for evaluation. During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. The device's system board needs replaced to address the issue. Although the manufacturer was unable to verify the service required alarm condition, the device's oxygen blending module board needs replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.